Event description:
It was reported that a "high pressure" alarm occurred on the pump. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: device expiration date: 20-may-2026 h4: correction: device manufacturing date: 07-jun-2021.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 13/jun/2022 via email: event details updated. Patient details updated. It was reported that the drug being infused was flolan.